Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a patient with a history of a clotting disorder and deep vein thrombosis had a vena cava filter deployed. Approximately one month post filter deployment, retrieval of the tiled filter was deemed unsuccessful as the patient had severe right flank pain. Approximately one year one month post filter deployment, the patient had a CT scan of the chest and abdomen, which revealed an anterior filter limb out of the ivc. Approximately, one year five months post filter deployment, the patient was admitted to the hospital for abdominal pain and scheduled for an exploratory laparotomy of the abdomen, removal of the ivc filter, and repair of four duodenal perforations. Multiple spokes of the ivc filter were identified, which were found traversed between the cava and the duodenum. There was no evidence of bleeding from the abdominal organ puncture sites and each site was stitched. Approximately fifteen days post filter retrieval, a CT scan of the abdomen/pelvis revealed a hematoma at the operative site, which was expected. Investigation summary: the device was not provided for evaluation. However, images and medical records were provided for review. Approximately one month post filter deployment, the patient presented for a filter retrieval procedure. Scout view of the abdomen demonstrated an infrarenal ivc filter in place, tilted in its long axis. When the filter was being pulled, the patient complained of severe right flank pain. There was adjustment and several attempts made; however, the patient had persistent pain and no further attempts to recover the filter were made. Approximately, one year five months post filter deployment, the patient was admitted to the hospital for abdominal pain and scheduled for an exploratory laparotomy of the abdomen and removal of the ivc filter. An open abdominal surgery was performed. Subsequently, multiple spokes of the ivc filter were identified, which were found traversed between the cava and the duodenum. Follow-up information identifies no filter being implanted. Therefore, the filter will be considered removed at the time of the open surgery. Images provided were of poor quality and provided no information. Therefore, the investigation is confirmed for the tilted filter, perforation of the ivc wall, and removal difficulties. The investigation is unconfirmed for the alleged migration to the heart as the filter was removed from the ivc during abdominal procedure. Medical records do not indicate any migration of the filter at the time of removal. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement or migration of the filter is a known complication. Perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before an orthopedic procedure. Some time post filter deployment, the filter allegedly tilted, perforated, and migrated to the heart. The filter was successfully removed percutaneously. The current status of the patient was not provided.